Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed testing for the charge button. There was no reported patient involvement.

Event description:
The customer reported that the device failed testing for the charge button. It was later clarified that the device failed the general systems test for the internal memory card. There was no reported patient involvement.